Event description:
Additional information for this case. It was reported that the occlusion of the stent graft was anatomy related. Severely tortuous proximal iliac's and severely diseased vessels.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. Vessel morphology was reported as the aorta and common iliac arteries were severely calcified and severely tortuous. After the procedure, the patient had diminished pulses as a result of poor blood outflow. The physician performed kissing balloons on bilaterally, but the arteries had re-narrowed. The physician implanted two bare metal kissing stents and the blood flow was restored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (occlusion) other (insufficient information; cause is unknown) evaluation codes, conclusion: other (insufficient information; cause is unknown).

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (severely tortuous proximal iliacs and severely diseased vessels). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (severely tortuous proximal iliacs and severely diseased vessels). (B)(4).